Event description:
It was reported that the insulin pump was not delivering the amount of insulin showing on display, and the customer declined to troubleshoot the device. Advised the customer that we can not measure the amount of insulin being delivered. The customer agreed to call back in the next days. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.